Event description:
This case was reported by a lawyer via a tolling agreement, and described the occurrence of an injury in a male pt who used poligrip denture adhesive cream (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt began using poligrip. At an unknown time after starting poligrip the pt experienced unspecified injury. At the time of reporting, the outcome of the event was unknown. Follow up info was received on (B)(4) 2009 via medical records. The pt was evaluated by a neurologist on (B)(6) 2009. Diagnostic tests showed elevated zinc level at 171 and low copper level at 47. Magnetic resonance imaging (MRI) of the lumbar spine was "without evidence of nerve root compression, canal stenosis or foraminal stenosis." Thoracic spine had no significant central canal compromise. Diagnosis of "noncompressive myelopathy, suspected etiology is copper deficiency secondary to zinc toxicity from excessive denture cream usage." The pt also was noted to have an elevated methylmalonic acid (mma), which may have some component of b12 deficiency, but his homocysteine level was not elevated. Pt was instructed to stop use of zinc-containing denture creams. Treatment included daily copper supplementation and b12 supplementation.

Manufacturer narrative:
(B)(4). Poligrip is mfg in (B)(4) and neither the product nor lot number were available. No corrective actions have been required based on this report. (B)(4).